Event description:
Event description guidant received information that this high-energy implantable cardioverter defibrillator (ICD) had reached its replacement time. The guidant field representative expressed dissatisfaction with regard to device longevity, as well as the over-all longevity of guidant's high-energy icds.